Event description:
It was reported that the customer was hospitalized for low blood glucose. It was reported that at the time customer was admitted to hospital, his blood glucose was 24. It was also stated that the customer had low blood glucose due to improper basals. Troubleshooting was performed at the time of call and the insulin pump passed the tests. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.